Manufacturer narrative:
Investigation conclusion: manufacturer investigation to determine whether the device lot failed to meet specifications could not be pursued because the customer did not provide a lot number. Despite multiple attempts, the customer did not provide the device lot number used. Based on the insufficient information, unable to determine any product deficiency. No corrective action is required.

Event description:
Customer reported poor triage d-dimer correlation with il top 300 with 9 samples. No patient information reported. No ae reported.